Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, edema, was deemed to meet the serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment or a body function or permanent damage to a body structure. The device history record could not be reviewed as a lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) year-old female patient. She was injected subcutaneously, with a total of 3 ml of radiesse®, into the mandibular region, for collagen biostimulation, on (B)(6) 2020. She was injected with 1 syringe of radiesse®, with 1.5 ml into each mandibular region, using a 22g cannula. Radiesse® was diluted 1:1. The patient was previously injected with radiesse®, without complications. The patient previously had pulsed light sessions, reportedly on 2 occasions, and presented edema in the mandibular region. Further patients medical history was reported as none. Concomitant medication included synthroid and duplostat. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2020, approximately 4 hours after the treatment with radiesse®, the patient experienced severe edema in the injected areas, with edema of the intraoral mucosa and lips. Corrective treatment included 60 mg of prednisone and 180 mg of fexofenadine, with a gradual decrease in the corticosteroid dose of up to 20 mg a day. The edema of the face improved, but the patient presented a discreet edema in the cervical and neck region. Lymphatic drainage sessions were performed, with improvement of the condition. At the time of the report, the patient still used the corticosteroid dose of up to 20 mg a day. No systemic antibiotic was prescribed, and the patient was not hospitalized. Due to the provided information the outcome of the event was considered as resolving (reported as unknown). In the opinion of the reporter, the event was not life-threatening, not permanent and related to radiesse®.